Manufacturer narrative:
The lead was returned due to patient death unknown. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies.

Event description:
Related manufacturer reference number:2017865-2023-24488 related manufacturer reference number:2017865-2023-24489 it was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardio respiratory failure. No additional information was reported.